Manufacturer narrative:
B3/d10: the event occurred between (B)(6) 2024 to (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device did not empty properly; medication remained in the device. This was noticed during patient use via a peripherally inserted central catheter (PICC) line. The expected therapy time was 46 hours; however, the actual infusion time was 50 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.